Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00244. It was reported that the high impedance issue was observed on one of the leads. Patient lost therapy on the second lead. Both leads were explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable. It is unknown which lead had which issue therefore both leads are being reported.